Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer swam in the sea while wearing the insulin pump; the device became filled with water and would not turn on. The patient's blood glucose at the time of incident is unknown. The customer changed the battery but the device would not turn on. The insulin pump will be returned and replaced.

Manufacturer narrative:
The pump was received with a blank display anomaly due to a corroded electronic assembly. The motor and battery tube assemblies were found corroded. The pump failed the leak test. Unable to perform functional tests, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank display. The pump was received with a peeling serial number label. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.